Event description:
It was reported that the patient¿s caregiver contacted support after suspected ilet maladaptation due to manipulation of meal announcements, including an instance where a smaller-than-appropriate breakfast announcement preceded hyperglycemia to 258 mg/dl while using ilet with dexcom g7 and a cartridge/infusion set, after which a correction was delivered and glucose returned to 168 mg/dl; a factory reset was completed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact and no reported symptoms. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method at the user interface level, consistent with meal announcement manipulation. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.